Event description:
It was reported that this right atrial (ra) lead was showing high pacing thresholds. An x-ray was taken, and showed a perforation. The patient will be referred to another hospital for further review. No additional adverse patient effects were reported. Additional information: new information was provided, indicating that this lead was explanted and replaced due to a fracture, which led to impedance issues. This lead is expected for return.

Manufacturer narrative:
This device is expected to be returned for analysis. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that this right atrial (ra) lead was showing high pacing thresholds. An x-ray was taken, and showed a perforation. The patient will be referred to another hospital for further review. No additional adverse patient effects were reported. This lead currently remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was showing high pacing thresholds. An x-ray was taken, and showed a perforation. The patient will be referred to another hospital for further review. No additional adverse patient effects were reported. This lead currently remains implanted and in service. Additional information: additional information was provided, indicating that this lead was explanted and replaced due to a fracture, which led to impedance issues. Despite good faith effort to obtain device return, this device has not been received for analysis.